Manufacturer narrative:
(B)(6) h3: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual test of device found heavily cracked battery compartment, damaged battery door, and dso seal peeling off. There was also fluid residue in battery compartment, latch/lock area and in the dso sensor itself. Functional testing found the dso sensor was non-functional. The fluid residue found implies fluid contamination and the suspected range of the contamination extends beyond the surface to the inside of the pump. The customer's primary complaint was replicated, caused by fluid contamination to the dso sensor and the inside of the pump. No action taken for the reported problem as the sum of required repairs needed was deemed uneconomical. The device is to be scrapped.

Event description:
It was reported that battery cover would not stay shut. There was patient involvement, and no patient harm was reported. Analysis found heavily cracked battery compartment, damaged battery door, and dso seal peeling off. There was also fluid residue in battery compartment, latch/lock area, and in the dso sensor itself.